Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for this item and the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). D10: us157854 m2a-magnum pf cup 54odx48id 427850. 157448 m2a-magnum mod hd sz 48mm 638360. 139252 m2a-magnum 42-50mm tpr insrt-6 048840. Suggested component code: mechanical (g04) - stem. G2: foreign: canada . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported from legal that a patient had an initial right metal-on-metal total hip arthroplasty. Subsequently, a legal claim has been made due to unknown reasons. No further information has been provided at this time.